Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Functional tests were performed, the ventilator met factory specifications and was cleared for use. No parts were replaced and no ventilator logs were provided. The functionality of the servo ventilators is that the activation of the o2 boost function for oxygenation purposes also activates the alarm pre-silence function. These functions have their own counters visible on the screen: ¿ o2 boost counts up, from 0 seconds up to max 60 seconds, for the clinician to know for how long the patient has been receiving the elevated o2 concentration. O the o2 boost can be interrupted by tapping the red ¿x¿ on the screen. ¿ alarm pre-silence, shown with the crossed-over double bells on the screen, has a counter that counts down from 2.00 minutes, to know for how long the ventilator will be silent. O all alarms are still shown visually on the screen and with the alarm light frame on top of the screen. O the alarm pre-silence function can always be deactivated manually by tapping on the alarm button which will reactivate all audible alarms. The behaviour of the o2 boost function in this event is as designed. There was no ventilator malfunction during the time of the incident.

Event description:
It was reported that the patient was boosted 100% oxygen (o2 boost function) prior to a roll. As the patient was rolled, the patient circuit became accidently disconnected and no audible alarm was generated. The o2 boost function per design automatically silences the audible alarms for 2 minutes and according to the hospital the nurses did not realise straight away that the patient was not ventilating and this resulted in the patient being severely hypoxic. The patient¿s desaturation level is unknown. The patient circuit was attached approximately 30 seconds after personnel realised it had become disconnected. The patient later died. The healthcare facility states that it is unknown if the ventilator contributed to the death. Manufacturer's ref #:(B)(4).